Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2015 with the following findings: during investigation, the battery compartment was observed to be cracked from the top. Unrelated to the original complaint, there was evidence of moisture corrosion in the battery compartment. A leak test was performed and failed indicating a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 - (B)(4).